Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, a detached sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2017. No medical intervention was reported. Additional event or patient information is not available. No product was provided for evaluation. The reported event could not be confirmed. A root cause could not be determined. It was reported that the sensor was inserted into the arm. Dexcom labeling indicates: do not insert the sensor component of the dexcom g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the dexcom g5 mobile system is not approved for other sites. If placed in other areas, the dexcom g5 mobile system may not function properly.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, the patient consulted with their doctor regarding a possible retained sensor wire. Patient reported that they were going to be sent to a surgeon for further consultation to determine if the wire needed removal. At the time of contact, the appointment with the surgeon had not yet been booked. Patient reported that they were not experiencing any pain but had a small infection at the insertion site.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, the patient consulted with their doctor regarding a possible retained sensor wire. The patient reported that they were going to be sent to a surgeon for further consultation to determine if the wire needed removal. At the time of contact, the appointment with the surgeon had not yet been booked. The patient reported that they were not experiencing any pain but had a small infection at the insertion site where they can feel the sensor wire under the skin.